Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. No e70 alarm in the history file noted. The insulin pump passed idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, displacement test. The insulin pump had minor scratched display window and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 331 mg/dl. Customer stated the drive support cap is recessed and the device was not exposed to a magnetic field. The customer also received a motor position encoder error alarm. He also mentioned the label sticker had fallen off. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.